Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly. The erroneous elective replacement indicator alert was cleared. The patient would continue to be monitored.